Event description:
It was reported via repair work order that there was an issue with the nurse call at the nurse's station due to a faulty docker cable. No adverse consequence or clinically relevant delay in treatment was reported